Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced left sided pain, along with difficulty moving her right leg following a procedure to implant the system. During the implant procedure, a hemi-laminectomy was performed and the physician experienced difficulty placing the lead in an optimal location. The physician repositioned the lead following the initial placement. Postoperatively the left-sided pain and difficulty moving the right leg began, and the physician opted to explant the system at the time. Patient stated an MRI and CT scan were done and no hematoma was identified. Patient was transferred to a rehabilitation facility and reportedly the pain and movement difficulty issue was improving. Further information indicated the patient was later diagnosed with a pulmonary embolism.

Event description:
It was reported the left sided pain and movement difficulty issue has resolved. The patient was cleared from rehabilitation facility and no further intervention is planned.